Manufacturer narrative:
Product complaint # (B)(4). This is a duplicate report of 1818910-2019-98595. 1818910-2019-99470 is being retracted as it is a report duplication. 1818910-2019-98595 will be kept for investigation purposes.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hex head screw driver is filed down. No surgical delay.